Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an allergic reaction at the site of the suretek burr hole cover wherein there was unusual scarring present. The patient underwent a revision procedure where the area was cleaned, washed and sutured. The patient was doing well postoperatively. Additional information was received that confirmed the patient was experiencing wound healing disturbance.